Event description:
Customer reportedly obtained a result of 134mg/dl on the advantage system while a hospital meter read 48mg/dl within 10 minutes. Customer drank juice and ate ice cream to elevate her blood glucose. No adverse event reported. Requested return of suspect system and replacement was sent.